Event description:
It was reported that the patient was being transported to the ER via ambulance for reasons the physician believe are not device related. During transport, the patient had an episode of vf. Therapy was not delivered a nd patient was externally defibrillated. An alert was received for possible output circuit damage and low impedance. Patient sustained significant brain injury but the physician does not believe device related since patient received an external shock

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. During vf that returned the patient to sinus rhythm. Previous pictures of lead, showed insulation abrasion. We were later informed patient expired.